Manufacturer narrative:
Device available for evaluation: yes. Date returned to manufacturer: 09/16/2014. The manufacturing records for the reported intraocular lens (iol) were reviewed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Optical inspection review indicates that at the diopter inspection operation process the lenses are measured 100% for diopter power, resolution, and astigmatism. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. During the manufacturing record review no deviation or assignable cause was identified for the complaint type reported by the customer when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The lens sample was inspected at 10x microscope magnification. Surface residuals were observed adhered to both sides of the lens, whereby the lens was received cut in halves. This condition is consistent with a lens that has been implanted and explanted from the patient's eye. Due to the condition of the received lens, diopter/optical measurement could not be performed. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye after the patient experienced an unexpected myopic outcome. Based on post operative refraction, the surgeon decided to implant a new lens with a 19.0 diopter. There was no incision enlargement required during the explant procedure. There was no patient injury reported. The patient is reported to be doing fine.